Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule had an early dislodged on the second day of the attachment and the signal was very weak even during the study period. The patient was prepped for the procedure and was put under anesthesia, but there was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will not be returned for investigation.

Manufacturer narrative:
Additional information:evaluation summary: this report is based on information provided by medtronic investigation personnel. The product sample was not returned to the medtronic laboratory; however, a study graph was provided by the customer for analysis. The customer reported bravo ph high reading. The reported condition was confirmed. There was a failure in the ph sensor of the bravo capsule resulting in false high reading of ph. The investigation identified the root cause of the reported event to be ph sensor of capsule. This issue has been addressed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.